Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report insulin was in the reservoir compartment when she removed the reservoir. Blood glucose reading was 141 mg/dl. Troubleshooting was performed. Unable to pinpoint the location of the leak. Advised the reservoir will be replaced and analyzed. Nothing further reported.